Event description:
Customer states working on lift, batteries dead. Internal "acid" leaked and ruined battery. Customer alleges controller box had "burnt smell". No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model rpa450-1, serial number/date (B)(4) is approximately 7 years and 10 months old. The owner's manual part number 1023891, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer/ dealer alleged malfunction; as the dealer was working on the lift and the batteries were not working at all. He opened the battery box and observed a substance that appeared to be battery acid, the substance, had leaked out and believed to be the cause of battery malfunction . The dealer also observed a burnt smell coming from the controller box. The evaluation of the dealer is the root cause of the lift malfunction, is the controller box. Future evaluation and investigation will be preformed by invacare. Invacare is proactively filing MDR's of all complaint where the malfunction is related to key word "burnt smell" as a potential for fire.